Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons would not respond to user presses after water exposure. The reporter noted visible moisture behind the display screen. No other information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons were unresponsive. During investigation, evidence of moisture contamination was found throughout the pump. Unrelated to the complaint, evaluation revealed a blank display screen and moisture behind the display. Unrelated to the complaint, the pump failed a leak test and was found to leak at the display screen.